Event description:
It was reported that the patient had complaints of chest pain, palpitations and thumping in the chest. Interrogation showed high pacing thresholds and total loss of capture on the atrial lead. High thresholds were also noted on the right ventricular lead. Both leads were dislodged. Both leads were repositioned and are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.